Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a broken door latch with sharp edges was confirmed during inspection. The root cause of the breakage is being attributed to a physical impact on the latch. Alaris system maintenance (asm) preventive maintenance and calibration results indicate that the suspect pump module is performing correctly. Review of the suspect pump module error log showed no records associated to the reported incident. A review of the suspect pump module event log showed that on 23may2025 at 7:17 pm, the module was powered on/attached to the concomitant pcu. An infusion with a rate of 600ml/hr and a volume to be infused (vtbi) of 300ml was started. At 7:30 pm, the channel was selected and a new infusion was started with a rate of 650ml/hr and a vtbi of 176.12ml. At 7:43 pm, the use channeled off the unit. The bd alaris user manual v12.3.2 states not to use a device with any damage. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the report of a broken door latch is being attributed to a physical impact due to the sharp nature of the breakage. Note that this report lists imdrf annex a040502, g02017, c1604, c0503, d0302, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that broken latch with sharp edges and associate was injured. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that broken latch with sharp edges and associate was injured. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer.